Manufacturer narrative:
Age at time of event: 18 years or older. The comet pressure guidewire was returned connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 2 kinks located 38cm from the tip and 177cm from the tip. The tip showed a bend. There was coating peeled from the 177cm location. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The sensor port was inspected to verify that the sensor was connected to the fiber optic. It was noticed that the sensor was in the correct location in the sensor port. The wire was gently moved back and forth to see if the sensor would move. The sensor did not move which verifies that the fiber optics were connected to the sensor. The proximal end of the wire was inspected for any fiber optic cracks or damage and that is was polished correctly. The wire end showed no damage. The guidewire tip was removed to view the sensor and to verify that the sensor was not cracked or damaged. No damage was noticed on the sensor. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may influence signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation may be caused by wire damage, bad or loose sensor connection or a cracked sensor face. This wire showed kinks on the shaft which may contribute to the no modulation and the device not being recognized by the system. The coefficient was confirmed to be in specification. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks, tip damage, and peeled coating were attributable to handling.

Event description:
Reportable based on analysis completed on 24sep2019. It was reported that the pd pressure did not display. During preparation of an ffr procedure, the comet pressure guidewire did not display the pd pressure. The device was inserted again several times, but the issue was not resolved. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed coating peeling.